Event description:
It was reported that the pt expired; cause of death was unk. The pump and catheter were explanted and returned to the MFR for analysis. The medications being delivered via the device system were clonidine, and hydromorphone.

Manufacturer narrative:
(B)(4). Final device analysis of the pump showed normal battery depletion; eol (end of life). Pump was left running since (B)(6) 2006 in simple continuous mode. Final device analysis of the catheter included the proximal piece 16.2 cm including the pump connector. The connector was broken around the suture ring.